Manufacturer narrative:
PMA/510(k) # k160229. The investigation is in progress and a follow up MDR will be submitted.

Event description:
Needle broke. When doctor tried to puncture the lymph node needle broke. Tip of the needle, removed with rath tooth forcep.

Event description:
Supplemental follow-up report is being submitted due to additional information recieved 10-may, device evaluation on the 25-may 2022 and the completion of the investigation and an update to the investigation conclusions on the 02-jun-2022.

Manufacturer narrative:
PMA/510(k) # k160229. Device evaluation: 1 unit of lot c1822917 of echo-hd-22-ebus-p was returned opened in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on (B)(6) 2022. The distal end of the needle returned was observed to be broken approx. 3cm from the tip of the sheath. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c1822917 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1822917. The notes section of the instructions for use, ifu0060-5, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060-5). Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Although it was advised target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to break during the puncture attempt of the lymph node. Another possible root cause could be attributed to the needle hitting or passing hard cartilage leading to the distal end of the needle to break after the puncture attempt. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the broken needle tip was removed with a rath tooth forcep. Complaints of this nature will continue to be monitored for potential emerging trends.